Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Long gamma nail breakage twice. The first time (this instance) happened 3 months post-op. And the second time (subsequent instance) happened 7 months after original surgery. This patient suffered from pathological fracture of right subtrochanteric region. Wide excision with cement augmentation and fixation with long gamma nail were performed in (B)(6) 2018. The implant breakage happened over the lag screw connection with the nail region after 3 months later. As a result, we exchanged the gamma nail, with longer implant to the far distal femur and more cement augmentation over the fracture site to support the bony defect. However, re-breakage of the implant happened 7 months after the original surgery.

Event description:
Long gamma nail breakage twice. The first time (this instance) happened 3 months post-op. And the second time (subsequent instance) happened 7 months after original surgery. This patient suffered from pathological fracture of right subtrochanteric region. Wide excision with cement augmentation and fixation with long gamma nail were performed in (B)(6) 2018. The implant breakage happened over the lag screw connection with the nail region after 3 months later. As a result, we exchanged the gamma nail, with longer implant to the far distal femur and more cement augmentation over the fracture site to support the bony defect. However, re-breakage of the implant happened 7 months after the original surgery.

Manufacturer narrative:
The reported event could be confirmed, based on the provided x-ray. A device inspection was not possible since the affected device was not returned. The medical expert opinion revealed the following: ¿a fracture [...] At that anatomic position is not supposed to be treated with a nail. Trying that once is okay-the second operation is already an insolence. This problem was finally solved with the prosthesis. The location led to complete instability and the cement reduced any potential healing even more.¿ based on the investigation, the root cause was attributed to a user related issue. A fracture at subtrochanteric region is not supposed to be treated with a nail. The lack of knowledge on the part of the surgeon combined with existing patient¿s factor led to an early breakage of the nail. General aspects: the gamma3 nail is an implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally, the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities ¿ a nail breakage can rather be classified as anticipated; specifically, if one or more contributing issues concurrence with each other. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.